Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In some patients the larger broaches can get hung up on the greater trochanter when they are being removed. This gives a risk of fracture of the trochanter, and at the least a tricky time removing them. In the larger sizes the lateral shoulder of the broach is lateral to the broach handle(this does not occur with small sizes), it is that portion that on occasion causes trouble. I am having made locally some broaches with the shoulder rounded off in the hope that will alleviate the problem.